Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 5.1 row d was not showing up. A field service engineer reseated row board cable on the drawer controller board manually removed pockets and repalced the drawer controller board to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.